Event description:
The pump was returned for investigation. Investigation revealed a load step malfunction. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4):investigation revealed a load step malfunction. The force sensor was found to be out of calibration and the force resistance measurement is out of specification. (B)(4).